Event description:
The customer reported to baxter (B)(4) a 4-lead solution administration set in which a backflow occurred. According to the report, the set was being used for chemotherapy to infuse epirubicin and cyclophosphamide. During the last rinse with nacl, the solution in the drip chamber is changed to a reddish color indicating the epirubicin is passing despite the roller clamp being closed. They manually clamped the tubing before an additional rinse with nacl to minimize the risk for the patient. The condition occurred during patient use. It is unknown if there was any patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Testing included attaching a bag with blue solution in order to notice if any solution is passing past the closed clamp. The sample analysis revealed no solution passed in more than 24 hours. Furthermore, two retained samples were tested for the reported condition. All the clamps were checked and no solution/air passed when the roller clamps were closed. The reported condition was not confirmed and no root cause was identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.